Event description:
It was reported that the pt experienced increased spasticity; the expected pump reservoir volume was 4.8 ml and the actual reservoir volume was 0.5 ml. The hcp planned to explant the pump. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
.